Event description:
It was reported by the sterile processing department (spd) that the force bipolar instrument had a tube defect. There was no report of patient involvement and no reported injury. From available information, the reporter indicated that the instrument was in the spd when he returned from leave and there was no other information provided. Intuitive surgical, inc. (Isi) has reached out to the customer to obtain additional information but has not yet received a response as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the evaluation. Failure analysis investigations confirmed the customer reported complaint of "defective". The instrument was found with damaged insulation to the conductor wire near the base of the grip tip groove. Material appeared to be lifted off. No material appeared to be missing. The electrical continuity test still passed. No thermal damage was observed. The probable root cause for the insulation damage to the conductor wire is attributed to a component failure. An additional observation not reported but the customer was mechanical indentations on the distal clevis and grip tip. Common causes of the failure mode mechanical indentations/burrs instrument grips -tips and distal clevis are typically attributed to mishandling. These are attributed to damage during use, which may include an accidental drop of the product or collisions with other objects or hard surfaces. A review of the instrument log for the force bipolar (part #471405-06 / lot #k10220620 0676) associated with this event has been performed. Per logs, the force bipolar instrument was last used in a procedure on 26-aug-2022 on system sk3490. The alleged instrument had 9 uses remaining after the last procedural use. No image or video of the procedure was provided to isi for review. This complaint is considered a reportable event due to the following conclusion: failure analysis confirmed the instrument exhibited insulation damage of the conductor wire. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. At this time, it is unknown what caused the conductor wire insulation damage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.